Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for over 100 colony forming units (cfus) of viable aerobic flora. The biopsy channel, air/water channel, and suction channel were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where no detergent is used during pre-cleaning. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary channels. The device is manually processed with an neobrush double cleaning brush and alkaline detergent. The device is processed in a wassenburg automated endoscope reprocessor (aer) with endohigh detergent and endohigh paa disinfectant. The device is stored horizontally. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the key top 1 and biopsy channel had wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.